Event description:
Alleged the bed is going into the trendelenburg position by itself.

Manufacturer narrative:
The technician found the head hi/low function was drifting and replaced the hydraulic valve to repair the bed.